Event description:
The customer contact reported a leak of radioactive isotope. The locking collar male adapter of the 3-way stopcock was connected to the pt's IV access site and was to be used to deliver an unspecified volume of f28-fdg via IV push. At an unspecified time, it was reported that the male adapter of an unspecified syringe was connected to a female adapter of the stopcock to deliver the radioactive isotope. After an unspecified length of time, after the IV push was started, it was reported that the locking collar male adapter of the stopcock "popped back" and an unspecified volume of radioactive isotope leaked from the connection of the male adapter and the pt's IV access site onto the pt's clothing. The leak of solution was cleaned up according to the user facility's protocol. It was reported that the procedure was not completed and was rescheduled for the following week. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported during visual inspection, it was noted that "the cap did not thread onto IV access site properly". Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.